Event description:
It was reported that the itrak 3500 system was not able to recognize the cables. No patient injury was reported.

Manufacturer narrative:
A ge service representative talked the nurse through the installation of the floppy disk for the sensors that were located on the system. Rebooted after loading software, and system recognized both sensor cables and were able to proceed with the case.